Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued. A continuity test revealed an open from pin 11 of the 12 pin lemo connector to pin 2 of the db9 connector. While no pt was present, this issue is being reported because if this issue occurred during surgery, it could lead to an unexpected loss of navigation, which could lead to pt harm.

Event description:
A site rep, clinical engineer, reported that the camera was continuously cycling on their landmarx evolution system. The cable connection to the camera looked fully seated with no visible damage to the cable. No pt present, this was found before the start of the case.